Event description:
Per medical records received there were technical difficulties placing the valve on the delivery system. As a result the second valve moved during delivery and was implanted in the descending aorta. This report is for the second delivery system used in the case. Per medical records received: ¿the patient was taken the operating room, was prepped and draped in a standard sterile fashion. A time-out was performed. The patient was felt suitable for a valve in valve transcatheter aortic valve deployment in a bioprosthetic aortic valve. The micro puncture technique was used access the right heart and left femoral artery and the right femoral vein. Then right heart catheterization was performed. Rv pacing was placed and tested. Heparin was given. Serial dilation was used to place a right femoral artery sheath. Then a 23mm sapien transcatheter valve was passed through the sheath and across the aortic annulus. The balloon appeared to be dislodged from the valve but was repositioned in the sheath and then was deployed. However, after deployment 1 of the leaflets appeared damaged and the patient had severe aortic regurgitation. Therefore, we prepared another sapien 23mm transcatheter heart valve and passed it into the descending aorta. Again, the balloon appeared to be dislodged. It appeared to be a technical problem with placing the valve on the balloon. This was corrected for the final valve. This particular second valve was deployed in the descending aorta in a safer place, and was stabilized there with another balloon. We then passed a third 23mm sapien transcatheter heart valve under rapid ventricular pacing. Post deployment, there was excellent hemodynamics. We then removed the right femoral artery sheath, repaired the sheath site with perclose sutures and gave protamine. The patient will be returned to the coronary intensive care unit in stable condition.¿

Manufacturer narrative:
The complaint device was not returned to edwards for evaluation. A review of the device history record could not be performed as the lot number was not provided in the medical records received. The device IFU and training manuals were reviewed. No IFU or training deficiencies were identified. Because the delivery system was not returned for evaluation, the complaint for valve movement on the balloon could not be confirmed. During the manufacturing process, the retroflex 3 delivery system undergoes 100% balloon inspection for separation at bond site, deterioration and contamination; 100% inspection of the marker band locations; and inspection for any physical defects on the delivery system such as cracks, loosed components or extraneous matter. These inspections during manufacturing support that it is unlikely that a manufacturing non-conformance was the cause of this complaint. Per report, both valves from the first and second attempt seemed to be dislodged from the balloon and it appeared to be a technical problem with placing the valve on the balloon. The training manual for the device clearly instructs how to mount and crimp thv (valve) on the balloon catheter: 1. Ensure correct thv placement by aligning the thv between the crimp markers. 2. Crimp the thv fully until profile first inside the crimp gauge. 3. If necessary, continue to re-crimp the thv until it fits inside crimp gauge. 4. Once the valve is appropriately crimped, the pusher tip is aligned with the proximal end of crimped thv to secure it on the balloon. Proper crimping of thv on the balloon catheter is essential for proper valve alignment and to ensure the thv is secure on the balloon during tracking over the aortic arch. It is suspected that procedural factors may have contributed to the complaint of valve movement on the balloon. However, because the product was not returned for evaluation, functional tests were unable to be completed, thus the complaint could not be confirmed. Corrective and preventive actions are not required. Please reference related manufacturer reports: 2015691-2013-21597; 2015691-2013-21599; and 2015691-2013-21917.

Manufacturer narrative:
This is one of four reports being submitted for this event. Investigation of this event is ongoing.